Event description:
It was reported that loss of capture was noted at clinic visit and x-ray showed dislodgement. The screw retracted but would not extend. The lead was explanted and replaced. The patient is in stable condition.